Manufacturer narrative:
Device evaluation by MFR.: mustang 12x60x135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19aug2020. It was reported that balloon inflation failure occurred. The target lesion was located in the iliac vein. A 12.0 x 60, 135cm mustang balloon catheter was advanced for dilation, but the balloon could not inflate. The device was completely removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a balloon pinhole.